Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right ventricular had high capture thresholds due to patient anatomy. A non-sustained ventricular tachycardia was also noted during the placement procedure. After leaving the procedure room, it was revealed that the right ventricular lead still exhibited high capture thresholds. Programming changes were made and the patient was discharged. The patient was stable.